Manufacturer narrative:
(B)(4). : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative

Event description:
Liquid comes along the rubber to the plunger part. The customer notices it happens. When the vtgm robot grabs the syringes around the rubber.

Manufacturer narrative:
Photo received by our quality team for investigation. Through visual inspection, it can be observed leakage past the stopper described by customer confirming the incident. No other defect s or issues can be noticed that could lead to leakage experienced. Physical sample is required to further analyze and determine a root cause. A device history review was performed for reported lot 2205117 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the investigation results, no manufacturing related defects could be identified. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.